Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with unknown mentor saline prostheses. Post procedure, the patient experienced bilateral pain and device migration, also, right sided deflation was suspected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-06013 for contralateral prosthesis report).